Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened. H3 other text : device not returned for evaluation.

Event description:
A third party service agent contacted stryker to report that a customer¿s device was not powering on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon return the device could not be powered on. The fault was attributed to the battery cable being disconnected to the pcba. This would have prevented the supply of power to the pcba from the pad-pak, and therefore the inability to power on the device. The investigation was unable to determine the root cause of the battery being disconnected. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
A third party service agent contacted stryker to report that a customer¿s device was not powering on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
A third party service agent contacted stryker to report that a customer¿s device was not powering on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.